Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient had not recharged ipg in over a month. The patient programmer displayed an error message and was unable to locate ipg. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Correction: reportable awareness date should have been mar 19, 2023 rather than mar 19, 2022.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.